Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the mceb to resolve the issue. Fse returned onsite due to issue occurring again. Fse reseated cables directed to the ftam to mceb. Fe also checked pins for each cable there were no bent pins. After cable check, fse recalibrated ftam. After recalibration fse exercised foot tray and test drove the system. Fse also let the system idle for 2 hours. No system faults in that time period. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, an ergonomics error was occurring on one of the surgical consoles, and that this had been an ongoing issue. The technical support engineer (tse) was unable to access live logs at the time of the interaction; however, a review of previously recorded console ergonomic errors was noted, with the errors having been reported by the ergo lift. The customer was asked to confirm whether there were any obstructions under the foot tray, to which they confirmed there were none. The console was then repositioned by the customer, but no change or improvement was observed. As troubleshooting was unsuccessful in resolving the issue, the customer elected to proceed with the procedure using the alternate console. There was no report of patient involvement or reported injury.